Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating in the middle where it is held by the user. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the evaluation of the device, corroded components were discovered within the device, including the motor cartridge, the driveshaft assembly and the balanced rotor. Increased friction due to corrosion is a probable cause of the reported overheating.